Event description:
Caller reported a malfunction on the pump due to a software error, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided instructions to reset the pump, successfully resolving the malfunction. Customer was advised to continue using the pump and to call back if the malfunction recurred, which the caller acknowledged and understood.